Manufacturer narrative:
Due to characters limitations, e1 (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during user inspection the cs300 intra-aortic balloon pump (iabp) the leak test failure occured and also the abnormal noise appears to have occurred during clinical use. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: g4.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields e1(event site address and city).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. Corrected fields: h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. Safety disk leak check was performed in service diagnostics mode. It was performed three times at different times and all were within the normal range (pass). A long-term running test was performed, but no abnormal noise was found. When the pulse rate increases, the solenoid valve k6 opens, and it is possible that the sound was recognized as an abnormal sound. No abnormalities were found at this time.